Manufacturer narrative:
(B)(4).

Event description:
Patient's health care provider contacted dexcom technical support on (B)(6)2014 to claim intermittent audio output patient experienced on (B)(6)2014. No medical intervention or injuries were reported.